Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver showed an error on (B)(6) 2015 but, she is unsure what error was displayed at the time. The patient did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)